Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 year ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming attempt. The patient underwent implantable pulse generator (ipg) explant procedure, and the explanted device will not be returned.